Event description:
Inbound. Cadd legacy pump alarming no disposable clamp tubing. I asked her to try the back up pump, she did and the alarm persists. She has had this cassette on since last night. No further details provided.